Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a signal artifact monitor event due to oversensing of an electromagnetic interference (emi). According to technical services, the noise is not like the usual minute ventilation signals because there is a pattern of different signal heights that is unusual. Due to this issue, the patient experienced 2 seconds of both atrial and ventricular pacing inhibition. The sales representative indicated that the patient was sent home instructed to avoid any emi that they might have been in contact with at the time of the issue, no decision or actions were taken on the pacemaker as this patient is not followed at the health care facility where this issue was found. This pacemaker remains in service and no additional adverse patient effects were reported.